Event description:
It was reported upon removal of the swartz introducer assembly, scrapings were noted inside the sheath. The pts' groin was punctured with a short needle for venous access. A guidewire was inserted into the femoral vein followed by the dilator and sheath. The needle was inserted into the introducer dilator assembly without the use of a stylet and the physician was unable to advance the needle. The dilator, sheath and needle were removed from the pt and scrapings were noted inside the sheath. The device was replaced with another st jude medical sl 1 device. The same needle was used with the replacement introducer without incident. The procedure was completed with no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.